Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
It was reported that a patient implanted with an impella 5.5 experienced ventricular tachycardia requiring shocking and administration of amiodarone. The patient was placed on continuous renal replacement therapy.

Event description:
While on support, it was noted that automated impella controller alarms were addressed. The alarms appearing were for intermittent suction, which self-resolved, and the impella in ventricle.

Manufacturer narrative:
B.1 selection was added as it was inadvertently omitted from the initial report that was submitted. B.5 information was added that was inadvertently omitted from the initial report that was submitted. H.6 added medical device problem codes due to information added. The investigation has been completed. No product was returned for investigation. Pump suction - at some point during support, intermittent suction alarms occurred that were self resolving. Data log review showed suction events that resolved when the p-level was lowered, indicating insufficient patient volume for the requested pump performance. The cause of the pump suction was lack of patient volume due to suction alarms resolving with lowering the p-level. Device in wrong position - at some point during support, impella in ventricle alarms occurred while the patient was in sustained ventricular tachycardia. An echocardiogram confirmed the pump positioning was adequate at case beginning at 39 centimeters. On day four of support, the pump catheter positioning was noted to be 38 centimeters. The change in centimeter marker was not discussed. Data log review showed the impella position unknown alarms toward the case end on (B)(6)2025. The cause of the device in wrong position could not be determined due to no product returned inconclusive data log review, and insufficient clinical details. Tachycardia: in order to make a root cause determination, all of the clinical details would have to be provided. The root cause of the tachycardia was unable to be determined due to insufficient clinical details. Renal failure: the cause of the renal failure was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.